Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the caller was doing a sensing test on the programmer and the programmer "stopped working properly" while connected to the patient. There was also a "serious programmer error" displayed. The caller cycled the power and the programmer appeared to be working properly after the power cycle. The caller also inquired about why the "counters may have reset in the arrhythmia logbook." Further follow up did not yet yield any additional information at the time of this report. No patient complications have been reported as a result of this event.